Manufacturer narrative:
Initial reporter facility name (B)(6). Initial reporter city: initial reporter state: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with one unit of polyflux 14l, an external water leakage was observed. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the two provided pictures shows the product during treatment. Picture one shows the header area with water drops visible but their origin is not visible. Picture two shows part of the product label. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.